Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. Device uploaded properly using care link. Device had scratched case, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer went to emergency room due to high blood glucose level on (B)(6) 2020. Customer's blood glucose level was 497 mg/dl at time of hospitalization. Customer had blood glucose level over 600 mg/dl. Customer was treated with insulin fluid. Customer declined to check air bubbles and leak. Drive support cap was normal. Customer was alleging insulin pump for under delivering because customer had blood glucose level. The insulin pump was not returned for analysis. Unomed mmt-923.